Manufacturer narrative:
Based on the claim against the maryland bipolar forceps instrument by the customer noting insulation damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have damage to the conductor wire¿s insulation but there was no damage to the conductor wire. The wire was exposed at the crimp location at the yaw pulley and the instrument passed electrical continuity test. The complaint regarding the insulation damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during central processing, a maryland bipolar forceps instrument had insulation damage. The exposed conductor wire has a potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a maryland bipolar forceps instrument had insulation damage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: there was no complaint in the operating room about the instrument, and that the problem was identified during sterile processing. There was no patient injury, and no arcing was spotted from his awareness. Additionally, no fragment fell into the patient and there are no images available for isi.